Event description:
During a lobectomy procedure, the device could fire normally at 1st firing. A part of one side of staple line was not stapled at 2nd firing. Bled after released the device. Could not release firing trigger after firing. It released with closing lever when pushed release button. Another device was used to complete the case.